Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. An attempt to retrieve the filter with a snare was unsuccssful. Another filter was successfully placed without patient complications. It was indicated this filter then migrated inside the second filter. The physician feels the patient is protected and no further action was taken. This device remains implanted. Therefore, no failure analysis will be available. Follow-up indicated thrombus was noted at the implant site during a pre-placement cavogram. Deploying the filter in thrombus may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...if thrombus is present in the right femoral vein, iliac vein or inferior vena cava, the right internal jugular should be the next choice for catheter insertion."